Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh were implanted into the patient. (Cook surgisis was implanted on (B)(6) 2010) it is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 in order to treat vaginal vault prolapse, sui, midline cystocele, rectocele and mesh were implanted. It was reported that the patient had a concurrent procedure of an abdominal sacrocolpopexy and posterior colporrhaphy performed during mesh implantation. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that patient underwent mesh revision on 07/30/2010 due to small area with mesh exposure. It was reported that patient underwent mesh revision w/placement of surgisis on (B)(6) 2010 due to mesh erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.